Manufacturer narrative:
Product evaluation: 1 un-sealed sample, part number 8562010, was received for analysis. Visually, there was no damage or anomalies in the construction of the device that would have resulted in the reported event. The device was set to the 2ma position when received and was functionally tested per the IFU in the as received condition; the device would light which indicates it was delivering stimulating current and is not consistent with the reported event. The device was then functionally tested in the other two positions with no issues or intermittent behavior while manipulating the switch and tip within the positions. The device was electrically tested per the xpi with no out of specification condition identified: position 0.5ma requirement is 0.5ma +/- 0.1ma (0.4ma - 0.6ma), and measures 0.50ma. Position 1.0ma requirement is 1.0ma +/- 0.2ma (0.8ma - 1.2ma), and measures 1.02ma. Position 2.0ma requirement is 2.0ma +/- 0.4ma (1.6ma - 2.4ma), and measures 2.04ma. There was no evidence of improper manufacturing and no fault was found as it relates to the complaint therefore manufacturing has been ruled out as a likely cause. The IFU warns ¿due to variations in tissue impedance and, hence, current delivered, activation of the led may not be always be achieved despite delivering current during surgery. Confirm functionality by touching the probe tip and needle electrode.¿ the information most likely indicates a patient related circumstance whereas the device may not have performed as expected due to anatomical or operational factors. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product evaluation: analysis results not available; device not returned for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was "no stimulation in spite of blinking." Stimulation was delivered normally but no nerve reaction occurred. Additional information received states, " when the physician stimulated the surgical site, he confirmed that the red light was lit to indicate successful current conduction [to the nerve]. The physician also confirmed with the anesthesiologist that the patient was not affected by the muscle relaxant; type of medication unobtainable. The target nerve could not be mistaken as it was stimulated directly under visual observation. The trunk muscle should have been working in this situation", and it was not. There was no patient impact.